Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Customer's complaint was not verified. The device was functioning properly. Service. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd ms3 pump defaulted enter time and date. No reported adverse effects.